Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm due to an occlusion event on (B)(6) 2026. The blockage was in the tubing. The infusion set was in use for less than one hour. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 31-mar-2026 against "lot number 6014814 and similar malfunction codes: occlusion in the tubing and/or tubing connectors- blockage. Occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). Tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The review confirmed that lot 6014814 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 31-mar-2026 against "lot number" criteria equal 6014814 and similar malfunction codes occlusion in the tubing and/or tubing connectors- blockage. Occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). Tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6014814 was manufactured according to the work instruction (wi) version 61 and manufactured in the line 01, on 17-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5g05557 was manufactured according to the wi version 42 and manufactured in the gluing machine l13010, on 13-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5h00162 was manufactured according to the wi version 42 and manufactured in the gluing machine l13010, on 15-aug-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6014814 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.